Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring and other. It was reported that patient underwent mesh revision/removal on (B)(6) 2011. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient underwent a previous procedure on (B)(6) 2010 and pelvitex was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urodynamic stress incontinence. It was reported that patient underwent macroplastique injection x2 on (B)(6) 2012 due to recurrent incontinence, chronic retention on catheterization and recurrent infections. It was reported that patient underwent botox injection on (B)(6) 2012 due to bladder over activity with urge incontinence. It was reported that patient underwent botox injection in the bladder on (B)(6) 2013 due to neurogenic bladder, chronic urinary retention and severe detrusor over activity. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/24/2016.